Manufacturer narrative:
Findings: reliability analysis: inspected 4 opened/used enlite sensors and performed bicarbonate buffer test per dop114-830. One of 4 failed per specification due to found cannula broken with broken part still attached to cannula tubing. Three remaining sensors passed per specification with accurate readings. Also found 3 remaining sensors cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the first sensor the needle was attached to sensor and it was not retracted. The customer change a new sensor out. The 3 sensors received sensor errors and checked the sensor cannula was bent and got the change sensor. The customer already resloved the issue with new sensor and declined to troubleshoot.